Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 5 on the home choice (hc). The home patient (hp) stated she had an unused line in her organizer with the clamp open. The technical service representative (tsr) advised the hp to end therapy and the hp stated she would not restart therapy that night, but would do manuals in the morning. The tsr assisted the hp to end therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 and the root cause was determined to be use error, due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. If additional relevant information is received, a follow-up will be submitted.